Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information received from the field representative indicates that this lv lead had dislodged. This lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported. Rsb/belarr1.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicates that there was nothing visually wrong with the lead that would cause the reported clinical observation, thus, the reported clinical observation could not be confirmed. However, cuts in the lead insulation were noted.